Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6260984. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that after collecting a blood sample while attempting to disconnect a bd vacutainer® multiple sample luer adapter from a needle, the needle was exposed and the user suffered a contaminated needle stick injury. Multiple attempts have been made to collect additional information from the initial reporter but unfortunately no additional information has been received. It is unknown if the user who suffered the needle stick injury received any medical interventions or if a sample is available for evaluation.